Manufacturer narrative:
Correction to initial MDR in block g3: 20feb2023. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2366500; model: sc-2366-50; serial: (B)(6); batch: 7046891. Product family: scs-linear leads; upn: m365sc2366500; model: sc-2366-50; serial: (B)(6); batch: 5167373. Product family: scs-linear leads; upn: m365sc2366500; model: sc-2366-50; serial: (B)(6); batch: 7074366. Product family: scs-linear leads upn: m365sc2366500; model: sc-2366-50; serial: (B)(6); batch: 7074283.

Event description:
It was reported that the spinal cord stimulation (scs) patient was experiencing inadequate stimulation and discomfort at the implantable pulse generator (ipg) site. The scs system was reprogrammed but the issue remained. The patient underwent an explant procedure to remove all implanted devices. The explanted devices were retained by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2366500, model: sc-2366-50, serial: (B)(4), batch: 7046891; product family: scs-linear leads, upn: m365sc2366500, model: sc-2366-50, serial: (B)(4), batch: 5167373; product family: scs-linear leads, upn: m365sc2366500, model: sc-2366-50, serial: (B)(4), batch: 7074366; product family: scs-linear leads, upn: m365sc2366500, model: sc-2366-50, serial: (B)(4), batch: 7074283.

Event description:
It was reported that the spinal cord stimulation (scs) patient was experiencing inadequate stimulation and discomfort at the implantable pulse generator (ipg) site. The scs system was reprogrammed but the issue remained. The patient underwent an explant procedure to remove all implanted devices. The explanted devices were retained by the medical facility.